Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-op check, this right ventricular (rv) lead displayed a loss of capture (loc). It was determined that the lead had become dislodged. A lead revision was performed to reposition the lead. There were no adverse patient effects.

Manufacturer narrative:
The lead was explanted and the complete lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix was found fully retracted and physically intact with no sign of damage. There were no irregularities noted at the tip region of lead. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.